Event description:
Upon investigation for the patient's increased seizures prior to generator replacement on (B)(6) 2013 as captured in mfg report number: 1644487-2013-00214, it was reported by the neurologist that the patient experienced an increased seizure frequency and more violent seizures since generator replacement. The increased seizure frequency was above pre-vns seizure frequency level reportedly. Following generator replacement, the patient was programmed to the same settings as prior to generator replacement and there were no medication changes at that time. Settings were temporarily decreased then returned to prior setting levels. No other interventions were taken. Attempts for additional information have been unsuccessful to date.